Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was 2-3 days ago, patient noticed where the battery was, patient was getting real tingly, sharp tingling pains and it felt weird. If patient were to touch their tongue to the battery, that was what it felt like. Patient had a fall last week. They reported getting shocked in the battery once in a while after the fall. The patient was redirected to their healthcare provider to further address the issue.